Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR spoke with dealer who reported that a consumer alleges their chair's tram had caught on fire and smoked. The alleged tram (component) was received and inspected. There was no external damage to the (trams) metal box, and all external cables had no visible damage. The tram (metal box) was disassembled and heat damage was observed internally. Engineering reports the likely failure mode was due to an over voltage or over current internally to the device components. Again no damage has occurred externally to the metal enclosure of this device. As a courtesy, the component was replaced and the chair remains in use. This failure has been reviewed under a risk analysis (B)(4).

Event description:
The consumer states, he was sitting in the chair when the tram allegedly smoked and caught fire. No injury is alleged.